Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2vq3z); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction it was reported that since implant, they hadn't found the right setting for their symptoms of urinary urgency and leakage. Patient stated it seemed to be doing pretty well for the urgency but since the surgery they hadn't been able to find the right spot for the leaking even though the temporary trial worked great for their symptoms. Patient's initial reason for call had been because they were trying to turn their stimulation down since last night (2024-jun-11) because it had been hurting them severely in their vaginal area but they hadn't been able to do so because they were seeing a password request. Patient services had the patient back out of the clinician application and into the interstim x mytherapy application and walked the patient through connecting to their therapy settings. The external devices were functioning as intended. The patient turned the stimulation down to a comfortable level. Patient stated they'd spoken to a manufacturing representative (rep) pretty early on after they were first implanted and were told they just hadn't yet found "that spot" that would help their symptoms and instructed the patient to periodically increase the stimulation. Patient stated they'd previously increased the stimulation a few different times and noticed no change but did notice it was a little painful and that yesterday they'd had a dental appointment and forgotten to take their external devices with them. Patient stated the dentist said it wasn't necessary for the patient to turn the ins off because they were just having their teeth c leaned and that no drill was going to be used so the patient had their teeth cleaned without having turned the therapy off and later that night the stimulation was really hurting them. Patient stated they didn't notice anything while at the dental appointment and clarified that the stimulation was hurting more severely than it had hurt them previously that night and they had just been nervous that they'd not brought their external devices with them to the appointment. Patient services reviewed dental environment considerations with the patient as well as stimulation and programming considerations with the patient. Explaining that if the stimulation was hurting them it was important to bring it down to a comfortable level. Patient stated they understood. Therapy expectations were also discussed. Patient stated the last appointment they'd had with their health care provider (hcp) the hcp had told them that maybe they needed to "adjust the wire." Patient further explained that the hcp had told them sometimes after implant, if the site is "just a little bit swollen afterwards, it could block it a little." Patient stated they didn't entirely understand but that the swelling could have had an impact for why the hcp suggested potentially adjusting the "wire." Patient was unable to clarify any further info rmation about the hcp comment. Patient stated they had a telehealth appointment with the hcp on 2024-jul-03 so they would discuss their concerns with the hcp at that time. Patient services reviewed with the patient they could consider another program if they felt that their current program (program 1) wasn't helping them but redirected the patient to follow up with the hcp for further instruction. Patient state they were going to reach out to the rep to ask about switching to a new program. Patient stated they may call back at a later time for more assistance. The patient's relevant medical history included the patient mentioned that they had a calcium problem and that part of that was to drink a lot of water but they had not been doing that because of the leaking and they had an appointment with their doctor who managed the calcium problem next monday and that they were going to have a bunch of blood work done this week.